Event description:
On (B)(6) 2018 patient had pre-operative diagnosis aortic stenosis (severe- bicuspid) and lv (left ventricle) hypertrophy. The procedure done was aortic valve replacement (xl (extra large) perceval pericardial and epi-aortic ultrasound scanning). Patient tolerated procedure well. On (B)(6) 2022 patient had pre-operative diagnosis, severe degeneration of percival bioprosthetic valve inserted ((B)(6) 2018), intra op percival mean gradient of 73 mmhg and peak gradient of 117mmhg, chf class 3-4 (marked increase dyspnea on minimal exertion). Operative procedure on (B)(6) 2022 notes the following. Pre and post transesophageal echo. Removal of previous aortic valve. Aortic valve replacement w/mechanical valve. Pericardial patch. Re-do sternotomy - wound class: clean 1.) Excision of degenerated percival prosthetic aortic valve (marked adhesions to aa (aortic artery) and lv outflow tract) 2.) Endarterectomy of aa 3. Reconstruction of av (aortic valve) annulus (discontinuity of annulus to basal ring of lv outflow tract) 4. Redo avr (aortic valve replacement) with # 19 mechanical valve x2 (initially with aortic everting sutures with pledgets on aortic side ( leaflets obstruction on intra op manual testing ) , followed by removal of valve and suture placement with intra ventricular pledgets 5. Primary repair of rpa (righ pulmonary artery) with bovine pericardial buttress 6. Fem- fem cannulation 7. Redo sternotomy.